Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient manages his diabetes with insulin (type not specified). It is not known if the patient made changes to his usual diabetes management routine at the time of the alleged issue. The day after the start of the alleged issue, the reporter claims the patient felt a symptom of thirsty. The patient took food and/ or drink as treatment. For reasons unknown, on the morning of(B)(6) 2012, the reporter also alleged the patient administered a decreased dose of insulin (20 units instead of 80 units) and drank a soda. The patient did not test his blood glucose on another device. At the time of troubleshooting, the cca noted the batteries did not need to be replaced in the subject meter. There was no indication of misuse. The cca tried to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.